Event description:
This customer reported that the pacing button was unresponsive and pacing would not work.

Manufacturer narrative:
(B)(4). This customer reported that the pacing button was unresponsive and pacing would not work. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.